Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the screwdriver tip broke off into the piece we were trying to unscrew. The item was removed from the cup that was securely in the pt."